Event description:
I have had the essure device implanted in 2008. In 2013 I began bleeding during and after intercourse, coupled with severe pain. I had the device inspected by a gynecologist but the movement or location was never addressed. Now, in 2018 I have been suffering with symptoms ranging from pain, bloat, skin distress, digestive issues, swelling to emotional issues, and gynecological issues. While researching my symptoms (again) I discovered that essure contains nickel (along with other metals I never knew it contained), I am and always have been allergic to nickel. I recently saw a new obgyn dr and a CT scan was performed. It can be clearly seen from this scan that one of the devices has broken. Because of the pain, the broken device and the allergy I am going to have a hysterectomy to safely remove these devices and any pieces that may have broken off. In 2013, an ultrasound tech said she could see the left coil. No mention of the right coil. On (B)(6) 2018, I had a CT scan without contrast of my pelvis done. It is clearly visible from the scan tht the left coil has broken or bent.